Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 118mg/dl. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion as the customer alleged the occlusion alarm was caused by scar tissue.